Event description:
It was reported that boston scientific technical services (ts) was contacted for review, as the newly implanted boston scientific implantable cardioverter defibrillator (ICD) exhibited low, out-of-range pacing impedance measurements from the right ventricular (rv) lead (less than 200 ohms). Ts provided general troubleshooting steps at the next follow-up appointment, but the specific device details were not provided. It was noted that the rv lead is over ten years old, but it is unknown if the lead is a boston scientific product. At this time, the system remains implanted and in-service. No adverse patient effects were reported.